Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that the curved right tip fractured at the laser weld connection. . The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging during use.

Event description:
It was reported that during bankart surgery the lasso broke off at the bent tip. The broken piece was removed from the patient. No harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.